Event description:
The event is reported as: the clips were breaking when the surgeon was loading them into the applicator. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.